Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted on (B)(6) 2017 after presenting with a terrible headache. Computerized tomography (CT) scan showed a subarachnoid hemorrhage. The patient was taken off of anticoagulation and treated then discharged on (B)(6) 2017 with residual effects in mood and balance. The patient presented back to the hospital on (B)(6) 2017 with new onset of speech difficulty, which worsened to a point where the patient was disoriented, could not speak, and was unable to follow commands. CT was performed and the patient was determined to have a ¿clot shower¿. Ventricular assist device (vad) waveforms began to show suction events and the speed was turned down. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Pump hw28661 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed via log file analysis since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on available information and risk documentation, the most likely root cause of the suction event may be attributed to multiple factors including but not limited to inappropriate pump rotational speed, poor ventricular assist device (vad) filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.